Manufacturer narrative:
It was reported that a permanent pacemaker was implanted post implant of navitor valve. Also reported that the patient had a rbbb which could have been exacerbated by the procedure leading to the reported event. The patient was reported as stable and no additional information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the limited information received, the cause of the reported pacemaker implant could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was implanted in a patient. Post implant. A permanent pacemaker was implanted. No calcification extending beneath the aortic annular plane in the interventricular septum. The patient is stable,